Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient for the treatment of cystocele, stress urinary incontinence (sui), rectocele and irritable bowel syndrome during a procedure performed on (B)(6) 2009. As reported by the patient's attorney, the patient underwent a revision procedure of the uphold device on (B)(6) 2012 due to uterine prolapse and dyspareunia. On (B)(6) 2015, she underwent another revision procedure of the same device due to pelvic pain and dyspareunia related to pelvic and vaginal polypropylene mesh graft. Boston scientific has been unable to obtain additional information regarding the event to date.